Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a frozen screen and displayed an error message "emergency button available analyzer" when using the analyzer. It was noted that the analyzer started working properly but then the error occurred. The products remain in use. No patient complications have been reported as a result of this event.